Event description:
It was reported that the pen ndl 32g 4mm 100ct intl roche was blocked during use. The following information was provided by the initial reporter: "customer reports that the accu-fine needles get blocked either before or during use, issue occurred 5 times so far. Customer called back. She was able to screw the needles but noticed they are blocked, either right after start or a bit later during use. Issue occurred with at least 5 of them. Customer says other needles in the box worked fine. No visible damage, they are not bent."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 6/25/2020 h.6. Investigation: two open 32g x 4mm pen needle samples and two photos were returned from lot. No. 9176415, cat. No. 320658. Visual examination of the returned photos was carried out and a bent non patient end of cannula was observed on the two samples. Due to the condition the samples were returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm 100ct intl roche was blocked during use. The following information was provided by the initial reporter: "customer reports that the accu-fine needles get blocked either before or during use, issue occurred 5 times so far. Customer called back. She was able to screw the needles but noticed they are blocked, either right after start or a bit later during use. Issue occurred with at least 5 of them. Customer says other needles in the box worked fine. No visible damage, they are not bent."

Manufacturer narrative:
H.6. Investigation: two photos of two 32g x 4mm pen needle samples were returned from lot. No. 9176415, cat. No. 320658. Visual examination of the returned photos was carried out and a bent non patient end of cannula was observed on the two samples. No samples were returned therefore no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
It was reported that the pen ndl 32g 4mm 100ct intl roche was blocked during use. The following information was provided by the initial reporter: "customer reports that the accu-fine needles get blocked either before or during use, issue occurred 5 times so far. Customer called back. She was able to screw the needles but noticed they are blocked, either right after start or a bit later during use. Issue occurred with at least 5 of them. Customer says other needles in the box worked fine. No visible damage, they are not bent."